Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. The patient failed to maintain and charge the device as recommended. The replacement addressed the issue.